Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, a patient required a revision surgery at least 3 months post uni-knee replacement due to ¿collapsing into valgus¿. Reportedly, the revision was a conversion to a hinged knee with cones and stems. It was communicated that the requested clinical information was not available. However, it was verified per correspondence that the usage of the navio did not contribute to the reported events. S+n has not received the device and/or adequate documentation to fully evaluate the root cause of the reported events. The patient impact beyond the reported uni-knee failure/¿collapse into valgus¿ and subsequent revision/conversion could not be determined. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, size of device or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a navio assisted unicondylar knee replacement, the patient collapsed into valgus. Implants were revised to a legion hinge with cones and stems. Patient outcome is unknown.